Manufacturer narrative:
Patient demographics such as age, date of birth and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient sample. The customer repeated the patient's sample on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and obtained a lower result, within the assay's normal reference range. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result, as the patient had a cardiac catheterization procedure performed. Quality control (qc), calibration, precision testing and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 4500 rpm (revolutions per minute) for five (5) minutes at ambient temperature. Visual inspection of the patient's sample confirmed that there were no issues with sample integrity.